Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received this alarm was generated when a power system error backup battery fails is detected and this error does not prevent the pump from running alarm occurred every 4 hours. The customer¿s blood glucose level was unknown. Customer troubleshoot was not performed. Insulin pump will be returned for analysis.